Manufacturer narrative:
It was reported the patient had infection at implant site. This report is submitted august 29, 2019.

Manufacturer narrative:
This report is submitted on july 26, 2019.

Event description:
Per the clinic, the abutment was removed under a general anaesthetic. The implant remains in-situ.